Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoid resection procedure, when cleaning the device, the white tissue pad came off. They got a new device to complete the procedure. There was no pt consequence.